Event description:
An (B)(6) patient weighing (B)(6), with a medical history of nodular amelanotic melanoma of left check, skin and venous fragility, thinness, received 70ml of optiject 350 (ioversol), by IV route at a rate of 2ml/sec in the elbow anterior face, via an automatic injector (optivantage), batch number and expiration date unknown, for a CT scan of the thorax, abdomen and pelvis for check-up of melanoma extension, on (B)(6) 2011. The catheter used was a 22 gauge (7.3 mm), there was no use of a butterfly system. On (B)(6), 1 minute after optiject 350 injection, the patient experienced an injection site extravasation of 11ml to 30ml of optiject 350. Five minutes after optiject 350, the patient presented injection site pain or burning and injection site hematoma. It was not mentioned if the patient received any drugs to treat the reactions. The final outcome was unknown.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.